Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was about to bolus and found that the insulin pump had a blank display. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was performed; the display returned and it was advised that a battery cap replacement would be sent. The mother called back later to report that the display went blank for a third time and would not return. Blood glucose level was 330 mg/dl. The customer connected to his new insulin pump. The device will not be returned for analysis.